Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. This serial number was part of a field advisory.

Event description:
The patient received her scs system on (B)(6) 2009. It was reported that the patient charges her ipg for 4-5 hours and the ipg is still not fully charged. The patient has stimulation. The charging system was replaced. No additional information is available at this time.